Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the maxzero connector slowly 'twisted itself off' after a 10 hour infusion of lasix. There was no patient harm.

Manufacturer narrative:
Correction: upon further review the reported event was determined to be not reportable.